Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be low latex viscosity causing thin sac. A potential root cause for this failure mode could be due to incorrect eye size - undersized. A DHR review is not required as the lot number is unknown. Therefore, no additional action required at this time. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that foley catheter stopped working after 7 days tube cannot flush. Per follow up via email on 12jun2023, the customer stated that they were stable for now, but very concerned about several catheters not working properly. This was not the only one to fail. Several failed this year, and since their insurance will only pay for one a month, several were paid out of pocket.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter stopped working after 7 days tube cannot flush. Per follow up via email on (B)(6)2023, the customer stated that they were stable for now, but very concerned about several catheters not working properly. This was not the only one to fail. Several failed this year, and since their insurance will only pay for one a month, several were paid out of pocket.